Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: it was reported that the crown loosened at tooth location #16. It was reported that the screw was re-tightened 3 times. Date rec¿d by MFR: 04 apr 2019 the reported abutment screw was not returned for evaluation as it remains implanted in the patient's mouth. The reported condition of an abutment screw that loosened was not confirmed. A device history record review could not be performed as the reported device lot is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of product conforming to specifications. A complaint history review could not be performed without relevant item and lot information. A definitive root cause could not be identified. A probable cause of the reported event is insufficient screw torque. Per the surgical manual reuse of the single use device screw may lead to device failure. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the crown loosened at tooth location #16. It was reported that the screw was re-tightened 3 times.

Manufacturer narrative:
(B)(4). (B)(6). Device will not be returned.

Event description:
Doctor reported that the unknown lb abutment screw became loose in the patient's mouth one week after placement.